Event description:
It was reported that at the user facility the device was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Event description:
It was reported that at the user facility the device was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Follow up will be submitted once quality investigation is complete. Failure analysis in progress.

Manufacturer narrative:
Upon functional evaluation by a manufacturer service technician, it was confirmed that the device was overheating. A motor winding short was identified as the probable cause of the reported overheating.